Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a vitrectomy pack did not work during a vitrectomy surgery. It shook in the hand and did not go back and forth. The condition of aspiration is unknown. The procedure was completed with a back-up product. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on corrected information received following submission of the initial report. (B)(4).

Event description:
Corrected information was received which indicated that the vitrectomy probe did not cut or aspirate.